Manufacturer narrative:
An event regarding instability involving an unknown implant head was reported. The event was not confirmed as the review by a clinician concluded cup loosening of a competitor device not associated with stryker products required revision surgery where the v40 femoral head exchange was required for access reasons to the hip in order to facilitate exposure during revision surgery and has as such no pathology. Device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided operative notes by a clinical consultant indicated: procedure-related factors: - cup loosening of a competitor device not associated with stryker products. - v40 femoral head exchange required for access reasons to the hip in order to facilitate exposure during revision surgery. Patient-related factors - no info. Device-related factors: - none. Diagnosis: - cup loosening of a competitor device not associated with stryker products required revision surgery where the v40 femoral head exchange was required for access reasons to the hip in order to facilitate exposure during revision surgery and has as such no pathology. -device history review: could not be performed as lot information was not provided. -complaint history review: could not be performed as lot information was not provided. The investigation concluded that the v40 femoral head exchange was required for access reasons to the hip in order to facilitate exposure during revision surgery and has as such no pathology.

Event description:
In reporting a revision of patient's right hip on (B)(6) 2017, rep provided operative notes which indicate a revision took place on (B)(6) 2015 due to "right hip instability with loosening competitor cup". Patient was revised from a competitor shell, screws, and constrained liner with a stryker femoral head to stryker components. The stem was reported well-fixed and not revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
In reporting a revision of patient's right hip on (B)(6) 2017, rep provided operative notes which indicate a revision took place on (B)(6) 2015 due to "right hip instability with loosening [competitor] cup". Patient was revised from a competitor shell, screws, and constrained liner with a stryker femoral head to stryker components. The stem was reported well-fixed and not revised.